Manufacturer narrative:
The device was not received; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. For the ventricular fibrillation/atrioventricular block complete, the root cause was not determined due to insufficient clinical details.

Event description:
A (B)(6) year-old male patient was admitted for transplant workup on or around (B)(6) 2025. Pt decompensated on (B)(6) 2025 and impella 5.5 was placed. Post impella placement pt went into vf requiring defib x1. Post defib pt developed chb, hr dropped to the 20¿s & a temp pacer was placed. Patient had no issues while on impella 5.5 support. Durable vad placed on (B)(6) 2025. Arrhythmias could be due to either patient cardiogenic shock prior to impella 5.5 implant or could be due to pump placement. Difficult to associate directly to pump.